Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the pacemaker did not receive remote alerts for atrial tachycardia/atrial fibrillation (at/af). Programming changes were suggested; however, no change or intervention was reported. There were no patient consequences.